Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient programmer and charger were unable to communicate with the patient's ipg. The patient was without stimulation. The patient had gone on a cruise and reported that she suddenly lost communication with her ipg. The patient stated that the charger did not take long to charge the ipg, and the programmer and charger appear to show the ipg as being fully charged. An x-ray will be taken; the next course of action is currently undetermined. No further information is available.